Manufacturer narrative:
H6: the device's serial number was redacted from the voluntary medwatch report. Ventec has made multiple attempts to contact the initial reporter in a good faith effort to obtain the device serial number, but no response has been received. As a result, section d4 (model number, catalog number, serial number, and UDI number) are all 'unknown', and section h4 (device manufacturing date) shall be left blank. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following information was reported to ventec via a voluntary medwatch report: "nurse and family reported that ventilator was not giving the correct pressure. The patient then desatted and required ER visit. Patient switched to back-up ventilator and issue was resolved." Ventec made multiple attempts to contact the initial reporter in order to obtain additional information about the patient, as well as the vocsn's serial number which had been redacted from the medwatch report. No response has been received.